Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported she was hospitalized with high blood glucose of 739 mg/dl and experienced symptoms including difficulty breathing and nausea. The customer had received four no delivery alerts from the insulin pump and stated the set was changed out each time. The customer was treated intravenously at the hospital. The customer's blood glucose at the time of this report was 167 mg/dl. During troubleshooting with the customer's insulin pump, insulin exited during a fixed prime. Upon removal of the infusion set, the cannula was found not to be bent. The customer was advised the no delivery alert may was caused by a site-related issue. Further troubleshooting could not be completed, call was disconnected. The device will not be returning at this time for analysis.